Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone) 1mg/ml at 0.0489mg/day. It was reported that the patient's pump was last refilled on (B)(6) 2025. Normally they got back 14ml and they got nothing back. Per the reporter, there were no alarms and the patient did not have any symptoms. The previous refill was in april. The hcp did not believe there was a pocket fill, as the patient was "very skinny" and the pump stuck out. The patient was going in on (B)(6) 2025 to have the pump checked. Technical services advised the hcp to have the pump volume checked to see if it was different than expected. Technical services reviewed the option to replace the pump if it was over-delivering. The issue was not resolved through troubleshooting. Additional information received indicated that the pump reservoir emptied at an unexpected rate. After multiple 90 day refill visits of consistent residual volume, the doctor reported that the pump reservoir was empty when there should have been about 15cc of medication. In speaking with the patient and the doctor, there were no environmental, external, or patient factors. The pump was interrogated and logs were reviewed. The reports showed no abnormal issues. The rep interviewed the doctor, who had performed the past several pump refills. The doctor confirmed that there was no pocket fill and confirmed the reservoir was empty by not only being unable to draw any medication from the pump, but also filled, withdrew and refilled the reservoir with 20cc of medication. After the pump refill on (B)(6) 2025, the patient returned to the clinic on (B)(6) 2025 to check the residual volume of the pump. The expected residual volume should have been 19.8cc but was 17cc. The doctor stated that there were no changes to daily rate. The clinic office emailed the rep on (B)(6) 2025, stating that they had contacted technical services and it was recommended to replace the pump. The primary doctor was coordinated with to discuss performing a dye and rotor study to rule out other issues before replacing the pump, which he agreed to do. At the time of this report, the issue was not resolved. Surgical intervention was planned but had not been scheduled. It was also reported that the rep requested information regarding pump warranty. Technical services reviewed information. On (B)(6) 2025, the rep asked if a roller or dye study would show if the pump was overinfusing.